Manufacturer narrative:
.

Event description:
Per the audiologist's report, the patient does not give consistent behavioral responses to sound while using his cochlear implant system. Intra-operative and post-operative neural response telemetry testing produced no responses. The results of an integrity test were consistent with normal receiver/stimulator and electrode function. The audiologist reported, that an MRI to evaluate the iac for the presence of an auditory nerve would be done at explant surgery in 2007. The decision to reimplant the patient with a new device was to be based on the MRI results. No further information has been provided.